Event description:
This pt reported that their cochlear implant was functioning intermittently this year. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to MFR's specifications. Explantation/reimplantation surgery not yet scheduled.